Manufacturer narrative:
Expiration date: test strip lot 480034 has an expiration date of 31-oct-2022 and test strips lot 479310 has an expiration date of 31-mar-2022. Quality control tests were run every 24 hours and passed. Meter serial number (B)(4) and strips from lot 480034 were received for investigation and tested with quality control materials. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 47, 47, 46 mg/dl; level 2: 313, 307, 317 mg/dl. All returned results are within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. More than 12 strips of lot 480034 were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no apparent reagent discoloration. The integrity of the returned vial was tested and passed. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. All testing with the returned strips produced acceptable results and no strip defects were observed.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). Patient a: at 7:30 am, the result was 42 mg/dl. The operator did not believe the result because the patient was not exhibiting any symptoms of hypoglycemia so she tested the patient a second time. The second result at 7:33 am was 53 mg/dl. Patient b: at 7:24 am, the result was 36 mg/dl. The operator did not believe the result because the patient was not exhibiting any symptoms of hypoglycemia so she tested the patient a second time. The second result at 7:25 am was 49 mg/dl.